Event description:
Event description cpi received information that this lead was removed from service during elective generator replacement due to a fracture near the header. It was replaced with a new endotak lead model 134.